Event description:
Blood leak(s) occurred immediately after start of hemodialysis treatment. The dialyzer(s) was at the initial use. The leak was observed visually and with leak detector. Blood loss volume is not known. The dialysis center reported that blood leak occurred in 8 pts but the number of incidents is unknown.